Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 22 nov 19 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 march 2018.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). Dmf# (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 02 feb 2021 was reviewed. On (B)(6) 2016, the patient had a conversion from uni-compartmental arthroplasty of the right knee to total knee arthroplasty. Indications for surgery included pain. During the procedure the knee joint revealed severe tricompartmental arthritic changes and uni-compartmental medially there was loosening. Depuy components including depuy patella and depuy cement x2 were used during this procedure. There was no mention of the manufacturer of the previously implanted uni. On (B)(6) 2017, the patient had a revision right total knee arthroplasty to right infected total knee. All components including the patella were revised. Depuy components were implanted during this procedure, including depuy cement x3. Doi: (B)(6) 2016. Dor:(B)(6) 2017 (right knee).